Manufacturer narrative:
The complaint investigation for false negative alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73534be01. The device history record review did not show any nonconformances, potential nonconformance, or deviations associated with the lot number and complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 73538be00 which contains the same bulk reagent as the complaint lot 73534be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp for lot number 73534be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I syphilis tp results generated for a 70-year-old male patient sample with a history of syphilis. The following data was provided (customer¿s reference range <1 s/co): sample ID (b)(60, initial result = 0.77 s/co, repeat result = 0.79 s/co tppa result = positive. Chemiluminescence immunoassay on autobio platform result = 2.5 s/co ¿ positive (reference range <1 s/co) . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-74, that has a similar product distributed in the us, list number 07p60-21/-31, and a 510k/PMA/bla number of k153730.

Event description:
The customer observed false negative alinity I syphilis tp results generated for a 70-year-old male patient sample with a history of syphilis. The following data was provided (customer¿s reference range <1 s/co): sample ID (B)(6) initial result = 0.77 s/co, repeat result = 0.79 s/co tppa result = positive. Chemiluminescence immunoassay on autobio platform result = 2.5 s/co ¿ positive (reference range <1 s/co). There was no impact to patient management reported.